Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. At this time, no new lead has been implanted. No additional patient adverse effects were reported.